Event description:
It was reported the patient;s system showed "???" For the unipolar impedances. Increasing the amplitude and pulse width did not resolve the issue. Removing and reinserting the lead did not resolve the issue. Irrigating the pocket with sterile water did not resolve the issue. All bipolar pairs were less than 3,000 ohms. Motor response was seen with the bipolar pairs. Stimulation was only felt with the bipolar pairs. The stimulator did not perform telemetry with the physician programmer. A new stimulator was implanted. The impedances were all within normal limits. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-33, lot# va0tuzj, implanted: (B)(6) 2015, product type: lead. (B)(4).